Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the handle was in backdown position; however, there was slack on the sutures which is an indication that the handle was deployed. There were clamp marks found on the suture tubes. The needle slots and suture ports appeared normal. There was no needle strike mark on the barrel face. During testing, the handle was deployed and all the needle/sutures presented at the hub. The device was disassembled and minor collapsing of the suture tubes was found at the hub area. Based on the investigation findings, the clamp marks found on the suture tubes and minor collapsing of the suture tubes at the hub area is an indication that a hemostat was applied before the needle deployment. Clamping the suture tube will interfere with suture and needle deployment. This will create resistance when deploying the handle and the needles will not deploy properly. This confirmed the reported experience for this complaint. Per instructions for use under device placement and needle deployment it states that "do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent the suture deployment." There were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint; therefore, the root cause for these failure modes is due to incorrect technique. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no similar complaints for this lot.

Event description:
It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, when pulling the handle away from the hub to deploy the needles,resistance was felt; the needles did not deploy. Hemostasis was surgically achieved. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.